Event description:
During a coil embolization procedure of the eye artery assisted with an enterprise system (enc451412), the delivery system was positioned at the lesion, but when it was withdrawn from the microcatheter to deploy the stent, the angiography showed it was not deployed. The stent was rewrapped to re-deploy, still unsuccessful. Then, the enterprise was withdraw and attempted to be deploy the stent outside the patient, only a little deployed, and could not meet the standard diameter. The physician used hand to press the stent, the stent could completely deploy, but could not re-wrap. Another device was utilized to complete the surgery, and there was no impact to the patient. The stent was recapture twice, and was conducted by advancing the microcatheter over the delivery system. During detachment, constant fluoroscopy was performed. The physician planed to withdraw the microcatheter after positioning the stent, but he found it was not deployed, so he didn't withdraw the microcatheter. During deployment, no additional torque was applied to the enterprise system or microcatheter, and the stent was not able to be recapture with the microcatheter.

Manufacturer narrative:
One non sterile enterprise was received in a plastic bag. The coil tip presented some bents. A section of the coil wire was stretched. The stent was found to be incompletely expanded. The coil tip was inspected under microscope and it was noted that two section of the coil wire were unraveled at distal end. The stent was inspected under microscope and it was observed that a strut was fractured. The unit was sent to sem analysis to determine the cause of the fracture. Sem results showed that the fracture surface presents ductile dimples; this could be related to a tensile overload. Functional analysis could not be performed according to (B)(4) due to the received conditions of the stent. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 01419289. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The complaint reported by the customer as: 'stent-deployment difficulty-unable to' was not confirmed due to the received condition of the product. The root cause of this failure cannot be conclusively determined; however, this failure does not appear to be related to the manufacturing process. The complaint reported by the customer as: 'stent- incomplete expansion' was not confirmed due to the received condition of the product; however, a fracture condition was found on one of the stent struts. According to sem analysis results the root cause of this failure does not appear to be manufacture related; in addition, the event description states: 'the physician used hand to press the stent,' which could cause the fracture condition; therefore this could be considered handling related. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event as reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The stent struts were not stuck together, and during detachment there was no resistance friction between the prowler select plus microcatheter and the stent/delivery system. The same microcatheter was utilized to complete the procedure. A constant and dedicated saline source was utilized at all times. The microcatheter distal tip was re-shaped with steam, and shaping mandrel was utilized. Other than the reported events, no other damages were noticed on the delivery system (kink, bend, fracture, separated, etc) or distal tip (kink, bend, fracture, separated, etc), but the stent has kink on the proximal tip. The stent is going to be returned for analysis. Before and after the procedure, anti-platelet medicine was giving, and during the procedure heparin was administered. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Information was received reporting deployment difficulty and incomplete expansion with the enterprise vrd. When placing the enterprise stent to the ophthalmic artery lesion, when the microcatheter was withdrawn to deploy the stent angiography showed it was not deployed. The physician recaptured the stent to re-deploy the stent but this was still unsuccessful. Recapturing and deployment were attempted twice. The stent was then withdrawn from the patient with attempt to deploy outside of the patient; however, only a little of the stent deployed and could not meet the standard diameter. Using his hand, the physician pressed the stent and it could completely deploy; however, it could not be recaptured. The device was changed to another one to complete the procedure with no impact to the patient. Additional information reported that a constant and dedicated saline source was utilized at all times. The microcatheter was reshaped using the shaping mandrel and steam heat. There was no resistance/friction at any time between the microcatheter and the stent/delivery system. Additional torque was applied to the enterprise system/microcatheter during attempted placement and that recapturing was attempted twice. None of the struts were stuck together and the same microcatheter was used to complete the procedure. Prior to return, there were no damages noted on the delivery system but the stent had a kink on the proximal tip. One non sterile enterprise was received in a plastic bag. The coil tip presented some bents. A section of the coil wire was stretched. The stent was found to be incompletely expanded. The coil tip was inspected under microscope and it was noted that two section of the coil wire were unraveled at distal end. The stent was inspected under microscope and it was observed that a strut was fractured. The unit was sent to sem analysis to determine the cause of the fracture. Sem results showed that the fracture surface presents ductile dimples; this could be related to a tensile overload. Functional analysis could not be performed due to the received conditions of the stent. (B)(6) did review the device history records relative to the manufacturing, inspecting and packaging of lot 01419289. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(6) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(6) and was determined to be acceptable. The reported deployment difficulty and incomplete expansion could not be confirmed with analysis of the returned device due to its condition. The root cause of this failure cannot be conclusively determined; however, there is no indication that it is related to the manufacturing process. A fractured condition of one of the stent struts was found. According to sem analysis results the root cause of this failure does not appear to be manufacture related, but possibly related to tensile overload. It is possible that the post removal manual manipulation may have contributed. The instructions for use (IFU) precautions to only recapture the stent once. It further warns that the delivery wire should not be torqued. Usage other than the approved labeling may involve risks not described in the labeling. Although no definitive conclusion can be made, it is possible that procedural factors and vessel/lesion characteristics contributed to the reported events. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event as reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time.